Manufacturer narrative:
No patient info provided for pt 2.

Event description:
Caller states that pt 1 tested 3.0 inr on device using strip lot 427a-c14 and tested 1.8 inr on device a second using strip lot 386a-b7. Patient 2 reportedly obtained a result of >8 inr on first device using strip lot 427a-c14 while a lab drawn read >3.0 inr (exact result not provided). No action was taken based on device results. No adverse event reported for any pt listed. Requested return of suspect device and replacement was sent.